Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain one of four on the home choice (hc). The home patient (hp) was connected at the time of the event. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.